Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿no angulation with the control knob¿ was confirmed as the scope¿s down angle wires were found broken. There was damage noted to the scope¿s insulation cover. The scope¿s was noted to have third party plastic cover, switch #1, nozzle, bending section rubber and bending section glue. There was fluid invasion found in the light guide lens area before and after aeration. Minor scratches and dents were noted on the scope¿s insertion tube, light guide tube, control body and scope connector. The scope¿s boot was also noted to be torn. The most likely cause for the reported event is mishandling. The gif-h180j instruction manual provides a warnings to mitigate scope damage and unauthorized repairs. "Important information ¿ please read before use never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination. 5.1 troubleshooting guide as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage, be sure to contact olympus for repair following the instructions given in section 5.3, ¿returning the endoscope for repair¿ on page 99."

Event description:
The service center was informed that during an unspecified procedure, there was no angulation when the scope's control knob was turned. There was no patient injury reported.